Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture. The physician noted that during the patient's device change out surgery and physical therapy may have caused the fracture. The lead had multiple lead integrity alerts (lia), and two or more high rate noise sensitivity episodes with noise. The lead's pace portion was capped and the right ventricular coil and superior vena cava (svc) coil were reconnected to the new device. A new lead was implanted as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.